Manufacturer narrative:
The device was not returned for evaluation, the part number was not provided, and the lot number was not provided. Based on all of this, the complaint could not be confirmed and the root cause is undetermined. While there were many questions we had which we could not get answers for, we did find out that the end-user is cutting the vessel loop into 4 pieces prior to use in robotic cases. Radiopacity is a function of the material itself and does not change based on modifications to the vessel loop like cutting. However, if a mini vessel loop is cut into smaller pieces, the small pieces could potentially be difficult to see on an x-ray depending on other imagery within the x-ray. We tried to obtain the xray for review and comparison, but that was also not able to be provided. If we obtain any additional relevant information, it will be submitted in a supplemental report.

Manufacturer narrative:
We are in process of trying to get the device returned, as well as attempting to get more information about the incident. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "the customer (uf shands) inadvertently left one of our loops in a patient. When they performed a post operative x-ray, our loop was not visible."